Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated high blood glucose with manual injection. Customer had 347 mg/dl and 318 mg/dl blood glucose reading. Customer stated the insulin pump lost power. Insulin pump will not be returning for analysis.